Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when washing the vial with a posiflush syringe after extracting analytics, the solution comes out.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a used q-syte device with blood leakage throughout the device indicating damage to the septum. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defect originated during manufacturing or use of the device. Without investigating the actual sample, a root cause can not be determined at this time. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when washing the vial with a posiflush syringe after extracting analytics, the solution comes out.